Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The care giver checked the patient line for air spaces and noticed that there was a space of air. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The renal therapy service agent (rtsa) assisted the care giver with ending the therapy. The patient would start over with new supplies. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.